Event description:
It was reported when the physician pulled air up with a syringe from the t-shaped stopcock, air was pulled into the body after insertion.

Manufacturer narrative:
One introducer was received for eval. Visual and functional inspection revealed an intermittent leak at the silicon hemostasis seal in the hub. Foreign material was present which appeared to be a small fiber and some coagulum from the procedure. The introducer was pressurized with air to 4.5 psi and placed in a water bath. A leak was detected at the silicon hemostasis seal in the hub. No leaks were found in the side port connection or the stopcock. The introducer was again pressurized with air to 4.5 psi while a dilator was inserted into the introducer with the returned dilator's luer sealed; no leak was detected at the silicon hemostasis seal in the hub. Corrective action was initiated to address foreign material. Review of the device history record confirmed this lot met mfg requirements prior to shipment.